Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The helix would not extend all the way. High pacing thresholds and loss of capture were then observed. The rv lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. The lead passed resistance testing. Detailed analysis confirmed that the inner conductor coil was deformed near the inner coil at the tip. The helix observation was confirmed based on x-ray observation. Based upon the clinical observations and the laboratory findings, the field observations were confirmed.